Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the d11lt was returned with the sleeve assembly damaged; the tip of the sleeve was returned separated inside a bag. During inspection with magnification it was noted that the sleeve was melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cannula of the trocar was broken at the time slot. A piece was taken from inside of the cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient.